Manufacturer narrative:
H3: the camera was returned to the manufacturer for analysis. Analysis found that returned positioning sensor unit (psu) had scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility. There was a low battery voltage message along with bump detected and storage temperature exceeded. Otherwise, the psu passed an accuracy test (aak) at .233mm with a passing threshold of .250mm. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c08, c02 and fdc d02 are applicable to the hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, UDI#:unknown product ID: 9735821, a manufacturer representative went to the site to test the navigation system. It was reported that the system underwent a comprehensive evaluation, including hardware, software, instruments, visual inspection, and a self-test. The camera was replaced due to a visual inspection failure. After the system checkout was performed, the system was confirmed to be performing as intended. Codes b01, c13, and d02 apply. A1102 applies to localizer faulted error / displayed both temp and bump faults a05 applies to camera upon start-up only emitted one beep and a green and amber light medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system is displaying a localizer faulted error and the camera upon start-up only emitted one beep and a green and amber light. Troubleshooting was performed, and technical services(ts) and clinical specialist (cs) ran ndi and displayed both temp and bump faults. There was no impact on patient outcome. There was no delay.